Event description:
#Medwatcher #(B)(4). 1 month after having essure I started getting sharp stabbing pains on my left side that was constant, passed a fleshy looking clot the length of a pad, heavy painful periods, constantly fatigued, joint pains, dizziness, more headaches